Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement battery cartridge (B)(6) shipped to site 07/28/2016. No parts have been received by manufacturer for analysis. On 08/01/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Mvs ups battery time failure. Medtronic representative replaced and tested ups battery set. Issue resolved. System performed as intended. On 08/12/2016 a medtronic representative, following-up at the site, reported the site noted the mvs did not seem to stay on as long unplugged as it has done previously. On no further issues have been reported.

Event description:
A medtronic representative received a report that a site's imaging system requested a ups battery cartridge. No further details regarding the request were provided. There was no patient present when this issue was identified.